Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a black screen, the plug unit and printed circuit board were replaced and the image was restored to normal. In addition, a deformation of the plug unit was found, causing a noisy image. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had image noise with no image. The issue occurred during reprocessing. There were no reports of patient harm.